Manufacturer narrative:
Additional information is provided: the company service representative examined the system and replicated the reported event. The nonconforming laser core module was replaced to resolve the issue. The system was then tested and met all product specifications. The nonconforming laser core module was received. The sample was installed in a calibrated vision system. However, the reported event could not be replicated. The system was manufactured on april 20, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an ¿internal-component failure¿, however, how or which component caused the reported event remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the laser is weak and has to be increased to 700. Additional information has been requested.